Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm, pump error 43 or device test failed alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 122 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm and unable to rewind the insulin pump. The customer also stated that the reservoir had leak at past 2nd o ring. Location of reservoir leak was at bottom where the o ring near plunger. Troubleshooting was performed. Displacement verification test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The devices will be returned for analysis.